Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. The patient's right atrial (ra) lead was noted to exhibit a sensing issue with no under sensing noted on the ra lead. The physician elected to explant and replace the ra lead to resolve the issue. The patient was in stable condition.